Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of some device in the power supply unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; (B)(4) could reproduce the reported phenomenon that the device did not start up. The power supply unit of the subject device was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The subject device failed to start up before an unspecified procedure. There was no report of patient injury associated with this event.